Event description:
It was reported that this right atrial (ra) lead was explanted due to subclavian crush fracture and noise. Another right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited fracture due to subclavian crush resulting in noise and a lead safety switch (lss) caused by high out of range pace impedance. As a result, the ra lead was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
This correction supplemental report was submitted with updates to describe event or problem field in report section b5, the addition of a code in device codes field in report section h6 and updates to additional MFR narrative field in report section h10. The lead has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This correction supplemental report was submitted with updates to describe event or problem field in report section b5, the addition of a code in device codes field in report the lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 250 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of noise and high out of range pace impedance were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited fracture due to subclavian crush resulting in noise and a lead safety switch (lss) caused by high out of range pace impedance. As a result, the ra lead was explanted and replaced. There were no additional adverse patient effects.